Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker could not be interrogated with multiple programmers and link modules. The device was not used, and a new one was implanted as a result. The patient was stable.